Event description:
Repeated "air-in line" alarms on gemstar pump. Champagne bubbles noted in 1.2 micron gemstar tubing. Unable to prime air out of line. Paged on-call IV rn who instructed for pt to discard current antibiotic bag and change to new one. New bag ok x 3 hours, then air-in-line alarm. Patient reported several air-in-line alarms daily since start of care on (B)(6) 2012. Submitted detailed report/complaint to hospira on (B)(6) 2012.